Event description:
Uf: (B)(4). This is #2 of 5 reports for the same event. Pt presented to physician with need for removal of deep implant with intramedullary nailing of left medial distal tibia for load sharing device to increase her chance of union and also to decrease her chance or refracture. During the pt¿s surgery, the previous hardware was identified and 4 screws and locking plate were removed w/o complication. The screw holes were curetted with no evidence of infection. The fracture site was then mobilized in order to remove some fibrous tissue in order to gain entrance to the medullary canal. The fracture was then reduced. Fluoroscopic then verified the reduction. The pt was stable after recovery.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec¿d.